Event description:
A site rep reported the software became unresponsive in the registration task while picking point merge points. The system was re-booted and they were able to continue. There was no pt present. In a second planning scenario, the same day, using the spine software, during the plan task, the computer became unresponsive again. They were able to move the mouse but not click any buttons. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. RMA issued. Replacement computer shipped (B)(4) 2012. Unable to find any problem during initial testing of returned computer. All subsequent testing yielded no problems found.